Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an in-patient checkup. It was revealed that the patient's pocket had eroded, revealing the pacemaker. The pacemaker was explanted. The patient was stable.